Event description:
During preventive maintenance, the device unexpectedly displayed an indication that the battery charger would not switch to the "float" status, after the batteries were charged to capacity. There was no reported adverse consequence to the patient as a result of this event.